Event description:
Event description guidant/cpi received a claim involving a patient implanted with an implantable pulse generator (ipg). There is a nonspecific allegation against this device in association to the claim of wrongful death of this patient.